Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (not powering up properly) has been confirmed. Upon investigation, the monitor was unable to power up. Multiple components were found to be shorted on the monitor c/a board. The +1.8 and +3.3 power supplies were shorted to pld u1003 on the monitor c/a board. This resulted in the monitor converter staying on producing excessive current that damaged multiple components on the c/a board. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor wasn't powering up properly. The pt was issued a replacement monitor.